Event description:
It was reported that the akreos ao60g iol was inserted in the pt's right eye. The pt's capsule broke during the insertion of the lens. The iol was removed and successfully replaced with a different model lens. Please ref MDR: 1119279-2012-00181 for the intraocular lens (akreos).

Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.